Event description:
A malfunction was reported with a code labeled malf 3, and there were no notable events prior to it. There was no adverse impact to the customer's blood glucose level. The response included a decision by technical support to replace the pump, and the customer was instructed to put the pump into storage mode before returning it. The customer did not have a backup insulin therapy and will contact their healthcare provider. The shipping address was confirmed, and the customer acknowledged the return instructions using a pre-paid label within ten days.